Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 23 samples were received. One photo was provided. Visual inspection was performed. They have the barrel damaged. The damage is at the 35 ml mark area. The photo provided shows a syringe with the barrel damaged. It could have happened a jam during the assembly process in one of the conveyors. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: lot# is unknown. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the syringe appears melted and leakage occurs during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported the side of the syringe is "melted" causing excess air to go into the syringe and the medication is leaking out.